Event description:
A report was received that the patient had his leads and ipg explanted due to an infection around the leads and ipg. The patient reportedly had back pain, a fever, nausea, vomiting, diarrhea, and had a temperature of 100.5 degrees fahrenheit. The patient's pocket site was red and tender, there was no sign of drainage, but there was pus inside near the ipg site. The patient was treated with antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.